Event description:
It was reported that during the case the shaver handpiece became extremely "hot" and then shut down. The case was completed with another hand piece. There were no reported injuries to the pt or operator.